Event description:
It was reported that customer experienced cracked screen on pump. There was no reported impact to the customer¿s blood glucose level. Customer declined call back from support, and no additional information was received regarding troubleshooting or resolution.